Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check, patient experienced loss of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and to report device evaluation results. Updated for follow-up report submitter, awareness date and for report type and follow-up number. Up dated follow-up type, device evaluation status and method, result and conclusion codes.